Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 220 (pump max). During the procedure, the aspiration tubing (tubing) was accidentally plugged directly into the pump max and, consequently, blood entered the pump max.

Manufacturer narrative:
Additional information added to: lot#: f07760-35. (B)(4). Manufacture date: 6/10/2013. Catalog#: pmx110

Manufacturer narrative:
Results: a pipe cleaner was inserted into the vacuum inlet and blood was present inside the pump. Blood was found inside the pump max vacuum assembly. No functional analysis was performed. Conclusions: evaluation of the returned pump max revealed there was blood inside the vacuum assembly. This is likely a result of connecting the aspiration tubing directly to the vacuum inlet rather than the canister supplied by penumbra. This likely allowed blood to enter the vacuum assembly. If fluid is aspirated into the pump max, it may prevent the pump from functioning properly. No other devices associated with the complaint were returned for evaluation. Penumbra pumps are visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.